Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a stuck collet and broken tip clamp in the reported problem area of the pipette assembly. Two lld contact springs, tip clamp sleeves, tip clamps and a plunger clamp were replaced. The instrument was inspected, tested without further problem, and returned to svc.